Event description:
The device was returned for service. During service by baxter, broken door #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 21 2007. The facility representative reported a malfunctioning pump. Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: a baxter service technician evaluated the pump and found broken door assembly #2. The reported condition of malfunctioning pump was confirmed, caused by broken door assembly #2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.